Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the mid left anterior descending artery. This 3.50x38mm promus element plus was selected for pre-dilation however, the stent was unable to cross the lesion. When they withdrew the stent they found that the stent struts were kinked. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the mid left anterior descending artery. This 3.50x38mm promus element plus was selected for pre-dilation however, the stent was unable to cross the lesion. When they withdrew the stent they found that the stent struts were kinked. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: promus element plus, mr, ous 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.